Manufacturer narrative:
Continued facility name e1: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported "implant rupture." The device has been explanted and replaced with non-allergan device. This record relates to the left side.

Event description:
Explanting physician reported "implant rupture." The device has been explanted and replaced with non-allergan device. This record relates to the left side.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.